Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during care and maintenance (while changing the dressing), there was some traction on the catheter and the distal extension line broke. Immediately after, the nurse put the blue clamp over the remaining extension line and tied the extension line in a double knot. It was reported the patient's general condition was "already very precarious before the event and therefore it was impossible to replace the device". The patient died on (B)(6)2021 from a cerebrovascular accident (cva).

Manufacturer narrative:
(B)(4), the customer returned one 3-lumen cvc catheter for analysis. The sample contained signs of use in the form of biological material. Visual analysis revealed that the distal luer hub had separated from the extension line. The brown distal luer hub was not returned for analysis. The distal lumen was knotted and a bandage was secured over the proximal end of the lumen. The bandage was removed and the separation point appeared rough and uniform. The catheter body also appeared intentionally cut. The total length of the catheter body measured to be 15 mm which indicates at least 142 mm were trimmed and not returned per product drawing. The inner diameter of the distal lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured to be 2.17 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension line(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of an extension line luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated; however, the luer hub was not returned. Therefore, the point of separation cannot be evaluated. The catheter met all relevant dimensional and functional requirements. A device history record review was performed and the sample received, the root cause cannot be determined without the luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during care and maintenance (while changing the dressing), there was some traction on the catheter and the distal extension line broke. Immediately after, the nurse put the blue clamp over the remaining extension line and tied the extension line in a double knot. It was reported the patient's general condition was "already very precarious before the event and therefore it was impossible to replace the device". The patient died on (B)(6) 2021 from a cerebrovascular accident (cva).

Manufacturer narrative:
(B)(4). It was reported there was no causal relationship between the event and the patient's death. The patient died from a cerebrovascular accident.

Event description:
The complaint is reported as: during care and maintenance (while changing the dressing), there was some traction on the catheter and the distal extension line broke. Immediately after, the nurse put the blue clamp over the remaining extension line and tied the extension line in a double knot. It was reported the patient's general condition was "already very precarious before the event and therefore it was impossible to replace the device". The patient died on (B)(6) 2021 from a cerebrovascular accident (cva).